Manufacturer narrative:
Tandem¿s user guide describes how to remove air from the cartridge using the syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer observed air bubbles within the tubing. Reportedly, the customer does not perform the air removal process during the load sequence. A supply change was performed to address the air bubbles. Customer's blood glucose level ranged between 250-380 mg/dl.